Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 knob and the proportioning chain were replaced. The unit was returned to service.

Event description:
The hospital reported the proportioning system's o2 knob is faulty, causing the ability to deliver a hypoxic mix of gases. There was no report of patient involvement.